Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducial markers were placed transperineally immediately prior to placement. Additionally, placement was performed under local anesthetic. The physician states the procedure went well and had no cause for concern until the patient had magnetic resonance imaging (MRI) performed on (B)(6) 2021 which showed a submucosal infiltration of the rectal space. Approximately 5 ccs of hydrogel were misplaced in the submucosal space of the rectal wall. The patient is reported to be asymptomatic. External beam radiation therapy (ebrt) is planned but will be delayed until the gel completely dissolves. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Additional information was received update on: block b5:describe event or problem. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducial markers were placed transperineally immediately prior to placement. Additionally, placement was performed under local anesthetic. The physician states the procedure went well and had no cause for concern until the patient had magnetic resonance imaging (MRI) performed on (B)(6) 2021 which showed a submucosal infiltration of the rectal space. Approximately 5 ccs of hydrogel were misplaced in the submucosal space of the rectal wall. The patient is reported to be asymptomatic. External beam radiation therapy (ebrt) is planned but will be delayed until the gel completely dissolves. As of september 10, 2021, additional information was received stating that the patient was doing well and no other complications reported as a result of this event.